Event description:
It was reported that the robotic handpiece did not resect any bone and went straight to white zone when in cut femur mode. Planning showed there should have been some level of resection across entire femoral implant zone (varied from around 4.5 resection planning to around 6.5 in some zones. Advised surgeon to re-register, or at least re-gap balance in an attempt to see whether this would solve the issue. Surgeon choose to abandon and use standard instruments. 1 hour additional to surgery time due to this.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation; however, evaluation of log files was performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified no prior similar events, this issue will continue to be monitored. The navio tka user's manual released at the time of the complaint provides detailed instructions for use of the anspach foot pedal the user's manual provides instruction on how to perform the drill test prior to using the anspach surgical drill and foot pedal. This is a test performed by admin users that will test speed control capabilities of the drill and will log information regarding successful completion or error encountered during the tests. The software will verify that the navio¿ handpiece, drill handpiece, and drill foot control connections are functional. When all components are connected, the system will go into speed control mode so that the user can operate the drill with the drill foot control. This failure is an identified failure mode within the risk file. A relationship, if any, between the subject device and the reported event could not be determined. Visual inspection of the log files do not show any system errors that could contribute to the reported malfunction. It was noted; however, that the user pressed the system (bbt) foot pedal during cut mode, but there was no indication in the log files that the anspach foot pedal was pressed. Factors that could have contributed to the reported event include the user pressing the system (bbt) foot pedal during cut mode, rather than the anspach foot pedal.